Event description:
It was reported that during coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in a calcified and tortuous right coronary artery. While advancing the taxus express2 2.5x20mm drug eluting stent, the shaft fractured. The fracture occurred outside the body and the device was removed without any pt complications. The procedure was completed with another taxus stent.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.